Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-s1 due to spondylolisthesis and spinal stenosis. Intra-op, the wafer of peek broke off at the top of cage when the inserter came out so cage was pulled out and replaced. There were no patient symptoms or complications as a result of this event.